Manufacturer narrative:
Date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulation was "going up on its own when he charges it or checks it with his programmer and it's making his leg vibrate and hurt". The patient said they decrease it and then it's back up to 2.00 on its own no matter what position they are in. Patient services suggested continuing to turn the stimulation down as needed or turning the stimulation off if it is uncomfortable until the patient follows up with their healthcare professional and local manufacturer representative. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when the patient charged the ins battery it would go real high and would last for about a day, starting the week of (B)(6) and it lasted a week. The patient stated that they kept turning it down and finally it stopped. The patient said the last time they charged the ins battery it worked fine. The patient noted that the stimulation going up on its own and their leg vibrating/hurting had been resolved. The patient said it quit going up on its own and they charge the ins battery every 3-4 weeks. The patient stated that their back has not hurt since the ins was installed. No further complications were reported/anticipated.